Event description:
It was reported that frost formed on the needle shaft. An icerod cx 90 degree needle/vl was selected for a cryoablation procedure. During the procedure, however, frost developed on the needle shaft. The procedure was completed successfully using another probe. There were no patient complications reported.

Manufacturer narrative:
Evaluation by manufacturer: the device was not returned to boston scientific, however; photographic media was provided by the customer which showed frost forming on the icerod 1.5 cx 90 degree needle shaft. The event of frost on the needle shaft was confirmed through the photographic media. H3 other text : media analysis.

Event description:
It was reported that frost formed on the needle shaft. An icerod cx 90 degree needle/vl was selected for a cryoablation procedure. During the procedure, however, frost developed on the needle shaft. The procedure was completed successfully using another probe. There were no patient complications reported.